Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that the fenestrated bipolar forceps (fbf) instrument was found to have a broken wire at the tip. The procedure was completed with no reports of patient injury. Intuitive received the following additional information via follow-up: there was no thermal damage observed during the procedure. Under camera vision the surgeon noticed a broken wire and the instrument was removed and replaced. No arcing was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis.